Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure for sui on (B)(6) 2002 and mesh with cystoscopy was implanted into the patient. It is also reported that on (B)(6) 2009 the patient had a suprapubic exploration with removal of mesh with cystoscopy by (B)(6), due to erosion and infection. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy.